Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call damage to the insulin pump. The customer¿s blood glucose level was 354 mg/dl at the time of the incident. The customer¿s parent reported crack on the insulin pump screen. Customer's parent also reported that the customer had a high blood glucose of over 600 mg/dl and declined high blood glucose troubleshooting. No form of treatment was mentioned. Customer's blood glucose reading was at 204 mg/dl towards the end of the call. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.